Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the epg displayed an error code, the printed circuit board (pcb) was reset. It was determined during analysis that the display wire was pinched with insulation exposed. Analysis also noted that the output connector assembly was broken, the hanger assembly was broken, the upper case was broken, and the main seal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code which remained after rebooting the epg. The epg was returned for repair and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.